Manufacturer narrative:
Legal claim received on 10-aug-2016: on (B)(6) -2010 essure was inserted. Sometime following to the implant, she began to experience incontinence, dysuria, painful bloating, irregular and painful menses, heavy bleeding, frequent bouts of bacterial vaginosis, weight gain, loss of libido, sharp stabbing pelvic pains, mood swings, discharge, hot flashes, painful intercourse and back pain. On (B)(6) 2015, hysterectomy and bilateral salpingectomy were done.

Manufacturer narrative:
Data correction: the product code knh was replaced with hhs.

Manufacturer narrative:
Data correction for us reporting: the code knh was replaced with hhs.

Manufacturer narrative:
Follow-up received on 13-sep-2015: ptc investigation result was provided. Ptc global number is (B)(4). Final assessment: since no product was returned to us for investigation, we were unable to perform an investigation of the actual device involved in this complaint. Typically, we would inspect the micro-insert to look for any manufacturing deficiencies. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. Medical assessment: no product quality defect was confirmed therefore a relationship to the reported medical events is excluded. The technical assessment concluded unconfirmed quality defect. Based on the available information, there is no relationship between the reported medical events and a quality defect. Company causality comment: this non-medically confirmed spontaneous case was identified during monitoring of postings on an FDA hosted docket website and refers to a female consumer who had essure (fallopian tube occlusion insert) inserted in (B)(6) 2010 and experienced chronic pelvic pain amongst other non-serious events. In (B)(6) 2015 essure was removed and she felt better. Chronic pelvic pain is considered serious event due to medical importance and listed according to reference safety information for essure. Chronic pains may occur during device therapy, thus given the positive temporal relationship and lack of plausible alternative explanation, this event is considered related to essure. Since an intervention was required, this case is regarded as incident. Based on the available information, there is no relationship between the reported medical events and a quality defect. No active follow-up will be pursued, as this case was identified during health authority website monitoring.

Event description:
This case has been identified during monitoring of postings on an FDA hosted docket website, which has been established in preparation of a public FDA advisory committee meeting taking place in (B)(6) 2015 (case# FDA-2014-n-0736-0015 and FDA-2014-n-0736-0676 , awareness date 18-aug-2015). It refers to a female consumer of unspecified age in united states who had essure (fallopian tube insert) inserted in (B)(6) 2010. Consumer reported that she had essure placed and had so many problems she ended up in the emergency room several times, suffered with extreme bloating, hair loss, chronic pelvic pain, fatigue, random stomach cramping, and so many more issues. After 4 more years of having essure she broke out with a rash all over her body. Her doctor strongly encouraged a hysterectomy which she underwent in (B)(6) 2015 to have the essure coils (along with her uterus, fallopian tubes and cervix) removed. She has not had any pain since and the rash immediately went away after the coils were out. Since having the essure coils taken out she feel better, she has more energy and she is finally pain free after almost 5 long years of suffering due to essure. Company causality comment: this non-medically confirmed spontaneous case was identified during monitoring of postings on an FDA hosted docket website and refers to a female consumer who had essure (fallopian tube occlusion insert) inserted in (B)(6) 2010 and experienced chronic pelvic pain amongst other non-serious events. In (B)(6) 2015 essure was removed and she felt better. Chronic pelvic pain is considered serious event due to medical importance and listed according to reference safety information for essure. Chronic pains may occur during device therapy, thus given the positive temporal relationship and lack of plausible alternative explanation, this event is considered related to essure. Since an intervention was required, this case is regarded as incident. No active follow-up will be pursued, as this case was identified during health authority website monitoring.

Manufacturer narrative:
Follow-up information received on 20-oct-2015. This follow-up has been identified during monitoring of postings on an FDA hosted docket website, which has been established in preparation of a public FDA advisory committee meeting which took place in september 2015 (FDA-2014-n-0736-1692). Essure was implanted in (B)(6) 2010 and immediately after being implanted she started bleeding heavily, the bleeding lasted for almost 6 months straight with no days of relief what so ever which left her anemic. She slowly began experiencing excruciating pelvic pain and stomach cramping that had her crippled for days. In 2014 the pain and symptoms got intense and much worse. She suffered from extreme fatigue, weight gain, hair loss, excessive bloating, abdomen pain so bad there were multiple ER visits, horrible menstrual cycles that lasted more than 7 days with heavy clotting and excessive bleeding to the point she was changing a sanitary pad once an hour. She was having 2-3 periods per month, daily headaches/migraines that were debilitating and very painful intercourse. In 2015 she began experiencing an allergic reaction to the coils that broke her out in rash from head to toe. The rash was so serious it felt like she was lit on fire. She found a doctor who believed that essure was the cause of her symptoms and he gave her a hysterectomy (lavh) on (B)(6) 2015. The next day following her surgery the rash completely went away. After the surgery there was no more pelvic pain or abdominal cramping. She no longer felt the fatigue she was feeling, the bloating went way down, her hair started growing back and most of her symptoms were gone. Company causality comment: this non-medically confirmed spontaneous case was identified during monitoring of postings on an FDA hosted docket website and refers to a female consumer who had essure (fallopian tube occlusion insert) inserted in (B)(6) 2010 and immediately after being implanted she started bleeding heavily (interpreted as genital bleeding) and chronic pelvic pain amongst other non-serious events. In (B)(6) 2015 essure was removed and she felt better. The events are considered serious due to their medical importance and listed according to reference safety information for essure. Chronic pains and genital bleeding may occur during device therapy, thus given the positive temporal relationship and lack of plausible alternative explanation, the events are considered related to essure. Since an intervention was required, this case is regarded as incident. Based on the available information, there is no relationship between the reported medical events and a quality defect. No active follow-up will be pursued, as this case was identified during health authority website monitoring.